Manufacturer narrative:
Initial reporter name and address:: product ID: 3889-28, lot#: va1ak9y, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had a fall that was the cause of the lead migration and x-ray image confirmed migration. The lead planned for (B)(6) 2022. The issue was not resolved at the time of the report.